Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for ketoacidosis in august with a blood glucose level of 400 mg/dl. The customer felt symptoms of vomiting and ketones. The customer treated their blood glucose levels with manual injections. The customer was wearing the insulin pump during their hospital stay. The customer stated that the buttons do not release evenly. The customer has issues with serter insertions. The customer was sent a replacement serter to resolve the issue. The customer did not return the product back for analysis.